Manufacturer narrative:
The customer¿s report of backflow from the secondary to the primary was confirmed. Visual inspection showed that the check valve was missing below the drip chamber. Functional testing was performed; backflow from the secondary to the primary was observed. The root cause of the backflow was a missing check valve which occurred during assembly of the set.

Event description:
Per the medication bag received, the drug involved was nivolumab (opdivo) 240 mg (24 ml) added to a 100 ml bag.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag ndc 0338-0049-02, lot number: v17k15m, exp: may 19, 0.9% sodium chloride; 100 ml baxter bag ndc 0338-0049-18, lot number: p369348, exp: apr 19, sodium chloride 0.9% and nivolumab (img 8714); phasesal bag access; adapter. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unspecified 100 ml secondary medication was programmed to infuse at 100 ml/hr but back flowed into the primary 250 ml normal saline bag, despite having the devices placed at waist height and 2 hangers being used to lower the primary below the secondary bag. The rn ensured that the drops were falling in the secondary drip chamber when initiating the infusion. There was no report of patient harm however the patient had to stay longer to receive all of the normal saline to ensure they received all the medication that backed up into the primary bag.